Event description:
Caller reported damage to tandem charging cable and wall adapter, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged for damaged charging supplies to be replaced through 2-day shipping.